Manufacturer narrative:
Evaluation summary: a customer reported that the shunt was not able to be released from eds. A sample was returned and sent to sterilization, therefore, visual inspection was not performed yet and the condition of the product was not verified. The device history record (DHR) for the batch was reviewed. No abnormalities were found during the DHR review and the product was released according to manufacturer's release criteria. Additional information has been requested. (B)(4).

Event description:
A doctor reported that a glaucoma filtering device would not release properly during a procedure. The surgery was performed and completed after replacing the product with another one. No harm to the patient was reported. Additional information has been requested.

Manufacturer narrative:
Evaluation summary: customer reported that ¿unable to release shunt properly¿. The product was returned for investigation and received in the following manner: delivery system, cradle and shunt were received without the primary package. Shunt attached to the cradle with adhesive tape. Delivery system wire partially depressed and slightly protrudes from the cannula opening. The shunt was inspected, and there is no indication for a manufacturing related issues that could cause the reported event. The complaint cannot be confirmed because the delivery system is a single use apparatus and could not be loaded again with the device . The device history record (DHR) was reviewed. No abnormalities were found, and the product was released according to release criteria. No additional complaints for this lot. All products pass 100% final inspection at the manufacturer prior to approval. If a defect would be noticed, the product would have been rejected. The root cause could not be confirmed. The release of the device from the delivery system depends on the surgeon experience as well as other factors. The manufacturer internal reference number is: (B)(4).